Manufacturer narrative:
Concomitant product(s): product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient's right side suddenly would not hold still. The implantable neurostimulator (ins) interrogated and it was discovered that stimulation was off. The patient was redirected to the health care provider (hcp). Please see report number 3004209178-2016-21912.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.